Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call vibrate anomaly on their insulin pump. Customer¿s blood glucose level was 10 mmol/l. Troubleshooting for the vibrate anomaly was performed. Customer advised the insulin pump would vibrate loudly and the stop before low function did not work. Customer advised the low value blood glucose level was 3.2 mmol/l.